Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort and a groin injury after accidentally bumping the area. At that time, the device appeared to function normally; however, its performance gradually declined over time. The device remains implanted, and no additional complications have been reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort and a groin injury after accidentally bumping the area. At that time, the device appeared to function normally; however, its performance gradually declined over time. The device remains implanted, and no additional complications have been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort and a groin injury after accidentally bumping the area. At that time, the device appeared to function normally; however, its performance gradually declined over time. The device remains implanted, and no additional complications have been reported.

Manufacturer narrative:
Correction: a2 age at time of event detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of discomfort was found to be listed in the IFU. A risk review was completed and confirmed that the event of discomfort, injury, nos (not otherwise specified) and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation.